Event description:
It was reported that this brady lead was not successfully implanted due to an unknown cause. A new brady lead with the same model was implanted. No adverse patient effects were reported.